Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went to blank display after being exposed to moisture. The customer's blood glucose was 106 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer agreed to return the insulin pump for analysis.